Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient underwent heart surgery and postoperatively, exit block was observed. The right atrial lead exhibited loss of capture. An insulation anomaly was also noted. The lead was capped and replaced.